Event description:
The customer obtained a falsely high troponin 1 result on a patient sample. An elevated result of the magnitude obtained might initiate a cardiac catheterization. The sample was repeated and the result was negative. There was no report of patient harm as a result of this event.